Manufacturer narrative:
H4: device manufactured between july 01, 2020 to july 02, 2020. Two (2) devices were received for evaluation. Upon visual inspection along with magnification, loose particle matter was observed inside the fill port connector of one device. The reported condition was verified in one of the samples. The cause of the condition could not be determined. This issue is being further investigated. The device showed no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed at the fill port area of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.